Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd889493 and gd888123 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information provided by a nurse in (B)(6) of peritonitis with (B)(6) and (B)(6) in a patient coincident with dianeal unknown, dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain which resulted in hospitalization the same day. On unreported dates in (B)(6) 2011, during hospitalization, the patient was diagnosed with colitis and a peritoneal effluent culture was performed. Treatment was not reported. The patient was recovering from both events. On (B)(6) 2011, the patient was discharged. Dianeal and extraneal therapies were ongoing. Concomitant medications were not reported. Per the nurse, the events were not related to dianeal and extraneal therapies. The nurse clarified that the peritonitis was related to the colitis and was not due to a break in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.